Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 283mg/dl (there was only one reading listed on reported issues). Tests were done less than 10 minutes apart with a difference of greater than 20%. Patient did not experience any adverse event. No further information has been reported.